Event description:
Caller states patient received result of 198 mg/dl on inform system 1, and result of 99 mg/dl on inform system 2 within 10 minutes. Comfort curve test strips were used. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 551733, expiration date 06/30/2013). (B)(4).